Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room with cardiac decompensation and unstable angina pectoris. The patient was noted to have been released from hospital only two days earlier due to stent restenosis and st-segment elevation myocardial infarction. The patient was noted to have syncope and was noted to have had an episode of ventricular fibrillation that was not detected which was thought to be due to undersensing. Reprogramming was performed to change the sensing polarity of the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.